Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having an awful time trying to pair up with their ins. They put the pack on the ins to charge it and it wouldn't pair up. The ins died and it always dies because they couldn't get a charge; the ins died "about 12 times". They felt no stimulation. When asked to clarify what was meant when they reported that it wouldn't pair up the patient noted that they received maybe 1-2 coupling boxes when they should be receiving 7-8. They cleaned the recharger and still weren't receiving good coupling. The patient experienced back pain. They also noted that the batteries were depleting quickly in their remote and were receiving poor communication on the remote. The ins was depleted when they were in the hospital (for an unrelated reason) from (B)(6) 2019 to (B)(6) 2019. They tried about 20 times to get everything working with the recharger. The patient was advised to follow up with their healthcare provider. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the device is in overdischarge because she cannot get good coupling, despite being right over the implant. The caller states that both patient programmer and recharger indicate poor communication. The caller stated that she would like to have a primary cell battery implant instead. No symptoms were reported and no further complications were reported/anticipated.